Event description:
The hcp reported the patient was to undergo explant of their ipg and capsulotomy at the same site. Two weeks prior, the patient had their leads removed due to a giant cell granuloma that had developed due to what the hcp believes in an allergic reaction. During the explant procedure of the ipg, it was noted a capsule of nectotic like tissue had formed around the head of the device. This was removed. The posterior wall of the pocket had what appeared to be necrotic material along with what may have been retrograde old tissue fluid from her laminotomy site. Anaerobic and aerobic cultures were performed on this fluid which was negative for growth. Tissue from the pocket site (soft tissue, right hip excision) was sent for pathological testing. The findings were: fibrovascular and adipose tissue lined by acutely inflamed granulation tissue, focal granulomatous inflammation including foreign body giant cells. The hcp is currently having the patient tested for allergies specific to the implanted devices with the ultimate goal of having a special device made that the patient will tolerate. The hcp reports the stimulator gave the patient an excellent improvement to the patient's quality of life and allowed the patient to walk and have normal daily routine. The patient tolerated the explant procedure and was to be seen in follow up in one week.

Manufacturer narrative:
.